Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced incorrect quantities of ilet supplies in shipped boxes, receiving excess of some items and insufficient amounts of others after a recent insurance change. Symptoms included no adverse clinical effects. Outcomes included inconvenience and potential interruption to therapy due to supply imbalance without medical intervention. Investigation included review of distribution and order fulfillment processes and coordination with internal support to assess supply allocation. Investigation of this case revealed a supply fulfillment discrepancy unrelated to device performance. It was concluded, based on previously established findings for similar reports, that the cause was a logistical or administrative issue within supply ordering or insurance-related fulfillment processes.